Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas c 503 analytical unit. The attending physician complained that the total cholesterol result was implausibly high and did not correlate with the other results for the patient. It was suspected there was an interference with the patient's medication seebri (glycopyrronium as glycopyrronium bromide) for inhalation. Repeat measurements from this sample and a second sample from the patient showed the same constellation. No specific data could be provided. The total cholesterol result was 6.8 mmol/l. The patient's hdl cholesterol result was 0.32 mmol/l, ldl cholesterol result was 1.02 mmol/l, and triglycerides result was 8.59 mmol/l.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. An interference with the patient's medication was not likely. According to current scientific literature, there is no direct evidence that inhalation of glycopyrronium (as glycopyrronium bromide) interferes with the enzymatic detection of total cholesterol in serum or plasma. There was no product problem identified.